Event description:
It was reported that during a device replacement procedure, the physician observed an insulation breach of the right ventricular (rv) lead when the lead was disconnected from the device. The physician repaired the lead and the lead remains in use. It was reported that there had not been any issues observed with the lead prior to the replacement procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4951m-20 lead implanted (B)(6) 2004. (B)(4).